Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in place in the reservoir compartment noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, end cap address label missing and serial number label missing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance due to a high blood glucose on (B)(6) 2020 with blood glucose of 460 mg/dl at the time of the incident. The customer was given intravenous insulin drip to treat and also treated with boluses form the insulin pump. It was reported the customer had symptoms such as fever. The caller alleged the insulin pump was under delivering because the customer's blood glucose increased even though the customer treated with boluses. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. No large air bubbles were found. The caller stated that they had recently made changed to the basal. Displacement test passed. The caller stated that they were treating the customer based off the sensor glucose readings. The caller indicated that they never were trained to fill the cannula on the infusion set. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.